Event description:
Information was received indicating that a smiths medical cadd administration set was defective as blood was noted to be backing into the tubing and caused pump to alarm downstream occlusion. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No pictures were received from the customer, however the decontamination department attached images where you can see an rra product with fluid, it can be seen how the fluid can enter but has no exit, it can be seen that the fluid could reach the middle of the spiral tube, however we cannot determine the exact location of the occlusion per pictures attached, as it may be in the filter or valve, the reported failure mode is confirmed, however without the decontaminated sample we cannot test to verify the location of the occlusion. No other analysis was performed. The root cause of this fault condition is caused by an incorrect solvent dispensing setting and an excessive amount of solvent. It will be continue monitoring this failure condition in this product for threshold or escalation, production personnel were notified by quality engineer as awareness of failure mode reported by customer.